Event description:
It was reported that the pump casing was hot to the touch. The reporter stated that the pump was worn in the pocket of the swimming shorts but did not say whether it was exposed to water.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed visible moisture ingress and corrosion in the battery compartment and a crack on the side of the battery compartment. The pump was exercised with no power loss or observation of overheating and the complaint could not be duplicated.